Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call, the customer was hospitalized for high blood glucose levels of 499 mg/dl. Customer was experiencing chest pains and vomiting. Customer's mother stated she needed to do a set change, however, she didn't have the serter to insert the infusion set. Customer's mother was advised the infusion set can be inserted manually and declined assistance. Customer's mother is not returning the insulin pump for analysis.